Event description:
It was reported to technical services on 8/17/11 that this ra lead is showing a noisy egm. The atrial port is plugged. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).